Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high value on the sensor and experienced tiredness and subsequently loss of consciousness. A reading of 1.3 mmol/l (23 mg/dl) was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucagon by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high value on the sensor and experienced tiredness and subsequently loss of consciousness. A reading of 1.3 mmol/l (23 mg/dl) was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucagon by the hcp. There was no report of death or permanent impairment associated with this event.